Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient is without effective therapy. Reportedly, x-rays revealed the leads have migrated. Surgical intervention may be undertaken as the next course of action.